Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was not bent or kinked. Investigation results did not observe any issues that would result in a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached above 18 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The patient reported feeling and smelling insulin on the skin and adhesive pad. The pod was removed, pain was felt during the process and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).